Manufacturer narrative:
The ge service rep evaluated the system and replaced the cradle. System operates as intended.

Event description:
Customer reported orbital rotation is difficult. No pt injury was reported.